Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Summary report attached which includes information pertaining; PICC placement dates, date of events, patient bmi, patient interventions and batch information.

Event description:
It was reported that 2 piccs kinked. One patient had their PICC exchanged, and the other patient was sent for ir referral. PICC dwell times were 4 days and 22 days. This report addresses both devices.